Manufacturer narrative:
Troubleshooting of the device with the customer identified that the battery pack was depleted and expired with an expiration date of 06/22. The customer reported the AED was not being used and was in storage.

Event description:
A customer reported that their AED would not power on. They reported that this did not occur during patient use.